Event description:
It was reported that one of the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial/ batch: (B)(6).